Event description:
On 12/17/2024, it was reported by a sales representative via email that the blade of the flipcutter iii from an ar-1288qis-100 quadlink implant system broke off during drilling. Due to this, the surgeon had to drill a larger tunnel, leading to having to use button extenders. This was discovered during a procedure on (B)(6) 2024. Additional information received on 12/26/2024: this was discovered during an acl reconstruction procedure. All the broken fragments were removed. The case was completed by completing the reaming process with another reamer. The case was delayed between ten to twenty minutes; however, the sales representative does not know if additional anesthesia was used.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use.

Manufacturer narrative:
E4, h10.